Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article was received entitled "early micromovement of the articular surface replacement (asr) femoral component¿ and was reviewed for MDR reportability. The purpose of the study was to detect early micromotion of the resurfaced hip arthroplasty (rha) through radiostereometric analysis. The asr resurfacing implant was tested. The femoral implant was only tested for the micromotion/migration-no the acetabular component. Depuy cement was used for the femoral component (smartset ghv bone cement). The operations took place between april of 2007 and march of 2009. 20 patients received the rhas. Failures noted: 1 patient had displacement of the acetabular component on post-op day 1. 11 patients displayed some sort of migration within a 2-year period. None of the patients were noted to have gone through a revision. The movements were noted to be very small and unlikely to be clinically significant, as there is no measurable migration from one to years, meaning the implants seems to be stable.